Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed stiffness in their neck from the holster of the monitor. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed methocarbamol. Follow up indicated that the neck stiffness improved.